Event description:
Via femoral access, the sfa lesion was to be treated. The physician went up and over with a 6fr sheath to access the left sfa. The patient presented with a diffuse lesion that the physician predilated. He decided the lesion needed to be stented after suboptimal results post pta and deployed a 6x150x120 protege everflex. As the physician was deploying the stent, he said it did not deploy correctly. The physician reported that the stent deployed without incident; however, the stent did not appear as though it fully expanded in the middle in stent. The physician decided that he needed to deploy another stent within the original stent in an effort to scaffold the stent up and the results were satisfactory.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.